Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that a handpice occluded. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The root cause cannot be determined conclusively. (B)(4).